Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 8/02/2016 with the following findings: during investigation, the pump powered on to a blank display. The pump was opened and the display screen was observed to be damaged. The complaint of a dim, discolored display was unable to be investigated due to the damaged display. Unrelated to the complaint, investigation revealed that the audio bolus button cover was torn in the center. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.